Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient was experiencing inadequate pain relief. High impedances were noted. The patient will undergo a lead revision procedure.

Event description:
A report was received that the patient was experiencing inadequate pain relief. High impedances were noted. The patient will undergo a lead revision procedure.